Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, at around 6:40 pm, at the end of a radical prostatectomy surgical procedure, when starting the procedure for checking, inspecting and cleaning the materials used in the surgery inside the room, the nurse responsible for the robotic room identified a "thread" on the side of the prograsp forceps. When carrying out a more detailed inspection, the nurse realized that it was a thread in the steel cable that had broken. The material was checked by the instrument technician at the beginning of the procedure and everything was fine, with no defects noticed before the start of the surgery. During the surgical procedure, everything went well and there was no situation that could lead to the cable breaking. This clamp was connected to arm 4 and was not used much during the procedure. The surgeon did not notice anything different in the movement of the clamp and did not notice any resistance with it during the procedure. The rupture was only identified by the nurse after removing the clamps and endoscope from the robot's arms when beginning the cleaning process inside the operating room, before sending the material to sterilization. Tweezers sent to carry out the cleaning process. Tweezers were in their fifth use. The procedure was completed with no reported injury.